Event description:
The user had one pt sample tested for calcium that generated an initial result of 10.2 mg per dl, and then repeated with a result of 9.1 mg per dl. The sample was also tested ten times to check the analyzer precision with results between 8.7-8.9 mg per dl. The results were not reported to the floor as this sample was being used for correlation purposes.

Manufacturer narrative:
The field service rep was unable to duplicate the problem. He noted the user was not following the tube MFR's recommendation for centrifugation time and force.